Manufacturer narrative:
The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Alleges sitting in the chair and the back fell off.

Manufacturer narrative:
An fst evaluated the device and stated chair was not properly assembled when delivered. Tech repaired chair. Unit is working properly.

Event description:
Alleges sitting in the chair and the back fell off.